Event description:
It was reported that post-paced t-wave oversensing was observed. Abbott technical support was contacted who recommended reprogramming. No intervention has been performed. The patient was stable.

Event description:
Additional information was received indicating that post-paced t-wave oversensing was due to fusion and the device was reprogrammed to resolve the event.